Manufacturer narrative:
The patient's pump exchange on (B)(6) 2021 is reported under MFR #: 2916596-2021-05431. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a suspected thrombus in their heartmate ii pump. The patient had a slightly subtherapeutic international normalized ratio and intermittent power elevations as well as shortness of breath, fluid overload, and liver enzyme elevation. A computerized tomography (CT) scan showed no abnormalities. The patient had a recent pump exchange on (B)(6) 2021. The site performed a heartmate ii to heartmate 3 pump exchange on (B)(6) 2021. Inotropes were initiated and the patient required right ventricular support with a non-abbott right ventricular assist device (rvad) as well as ventilation and continuous renal replacement therapy (crrt). The patient ultimately passed away after the pump exchange. The death was not considered to be device related and the device operated as expected. Heartmate ii MFR #: 2916596-2021-07432.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure, renal dysfunction, and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation as the pump was not explanted. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.